Event description:
The initial reporter received questionable elecsys ft4 iii, elecsys ft3 iii, and tsh elecsys results for 1 patient on a cobas 8000 cobas e 602 module, serial number, (B)(4). This medwatch covers the alleged results for the ft3 assay. Please refer to medwatch (B)(4) for the alleged ft4 assay results and medwatch (B)(4) for the alleged tsh assay results. The results were reported to the patient's endocrinologist, who requested the sample test be repeated due to the results not matching the patient's clinical picture. The patient's results obtained with cmia (chemiluminescent microparticle immunoassay) technology were considered to be clinically correlating with the patient. The customer suspects an interference.

Manufacturer narrative:
Sample material was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The customer's calibration and qc results and sample pre-analytic details were requested but not provided. The sample could not be provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.